Event description:
The customer contacted spacelabs healthcare technical support to report that a xhibit central station was no longer producing audio. During troubleshooting with the customer it was identified that the customer had installed external speakers to the device that were no longer working. The biomed checked the volume on the xhibit display and found that the volume was turned down. Once the volume was turned up, audio was restored.the loss of audio was a result of the primary audio on the xhibit displays being set to too low.